Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the iabp and found the batteries are not charging. The iabp has not been returned to clinical use because the fse is awaiting a purchase order (po) from the customer before proceeding with the repairs. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during standby, while charging, the cardiosave intra-aortic balloon pump (iabp) was unable to charge the battery. It appears that this occurred during use on a patient; however, no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during standby, while charging, the cardiosave intra-aortic balloon pump (iabp) was unable to charge the battery. It appears that this occurred during use on a patient; however, no patient harm, serious injury or adverse event was reported.